Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit was repaired by inserting it into the cart. After inserting into the cart, the unit turned on and the batteries started charging. Device passed the performance and safety checks according to factory specifications.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump(iabp) had issue with unit not turning on and battery not charging. Issue occurred before use. There was no patient involved.